Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly also, moisture damage was found on the motor, battery tube, and keypad and vibrator assemblies. Unable to perform displacement test due to blank display. No unexpected vibrating alerts or audio alarms noted. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and case cracked at the reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was unknown at the time of incident. The customer mentioned that the insulin the insulin pump was dropped in and exposed to water. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. Troubleshooting did not occur. The battery would be replaced but the insulin pump will not be returned for analysis.